Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that vent plug was not attached/secured to catheter resulting in blood exposure. Verbatim: di dept has noticed 4-6 diffusics IV catheters that have arrived in sterile packaging and vent plug was not attached/secured to catheter resulting in blood exposure.